Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, calcification of the native annulus appears to have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr, the patient became hypotensive with systolic blood pressure of 60 to 80mmhg during the left thoracotomy. IV fluids and pressors were given. The bp recovered to 100s/50s. Bav was performed without incident. Following the 26mm sapien valve deployment, the patient remained hypotensive and became bradycardic. IV medications and fluids were given. Cardiac massage and chest compressions were started while the patient was prepped for bypass. The patient¿s bp recovered while on bypass. Echo showed lv wall motion was decreased. The lad was ballooned to stabilize the heart rate and rhythm. Following the procedure, the patient was transferred to ICU in critical but stable condition. Per the discussion between the edwards field clinical specialist and the surgical team following the tavr, dislodged plaque or calcium that blocked the lca was a likely contributing factor in the hypotension and bradycardia. Additional information received from the edwards field clinical specialist, this patient expired 2 days post tavr. Per the tavr procedure notes, the 26mm sapien valve was deployed in excellent position with no pvl or cai. Following valve deployment, the patient remained hypotensive. She then had ventricular tachycardia and fibrillation, requiring defibrillation at least 10 times, as well as chest compressions. The patient was placed on bypass. The lad was also ballooned, which immediately stopped the arrhythmias. The patient was stable and the procedure was completed. Over the 24 hours post tavr, the patient displayed worsening renal failure, worsening respiratory failure and end organ failure. The patient¿s condition was discussed with her family. On post-op day 2, she was placed on dnr and care was withdrawn. She peacefully passed 2 days post tavr with her family present. The cause of death was listed as acute respiratory failure, acute renal failure and end organ failure. There is no indication the patient¿s death is related to the function of the valve.